Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced a chronic apical abscess with root resorption on #13 with a clinically visible draining fistula. As a result, the long-term prognosis of this tooth is forever poor. The patient is also developing several areas of interproximal inflammation documented with x-ray and periodontal probing measurements that were not there before and it is in locations where spacing has now opened up creating food traps. Doctor advised patient to cease treatment to not create any further root resorption or periodontal problems.